Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation cannot be confirmed as the device was not returned for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a use error.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/11/2024 it was reported by an arthrex subsidiary employee via sems (B)(4) that an ar-12990n scorpion needle broke inside the scorpion and no needle fragments fell off during use. The case was completed using another ar-12990n scorpion needle. This was discovered during use on (B)(6) 2024, with no reported patient harm.